Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife break. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (rat tooth forceps).

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the tip of the rx needle knife xl broke inside the patient. The broken needle knife was lodged in the ampulla. An attempt was made to remove the broken piece using a rat tooth forceps, but it was lost. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.